Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check it was noted that the atrial lead was pacing the ventricle when checked in aai mode. A lead dislodgement was suspected so the lead was programmed off and remains implanted. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.